Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: - the ventilator can not be startup, it reports an eeprom error. - this occurrence was noticed before usage. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - various alarms were observable both visually and through hearing. - the device logs do cover the events of the time of failure. Tf446026 (amvreferror), tf481004 (technicalstateerror), tf431001 (blowerfault). - these alarms were reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator can not be startup, it reports an eeprom error. This occurrence was noticed before usage. The hamilton vigilance reporting decision strategy prescribes to report startup issues. Various alarms were observable both visually and through hearing. The device logs do cover the events of the time of failure. Tf446026 (amvreferror), tf481004 (technicalstateerror), tf431001 (blowerfault). These alarms were reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d3, d4, g1, g3, g6, h2, h4. Follow-up 2 - additional information: fields b4, g6, h2, h6 and h11 are updated. During initial boot the ventilator would not complete boot, alarming with eeprom error (technical failure). This issue was discovered during initial boot up with no patient involved that was conducted during a preventive maintenance. Consequently, the event did not cause or contributed to a death or serious injury of a patient. From the user of the affected device, there was no information about any issue with the ventilator. During the preventive maintenance, the logfiles were extracted and analyzed. The device itself was also checked. The coming technical faults are the result of this smbus reading issue. According to investigation conducted by our local representative of hamilton medical, replacement of the pressure sensor assembly solved the issue. The root cause of the event was determined to be a defective pressure sensor assembly. After replacing the pressure sensor assembly, the device was found to be functional and was released for use.

Event description:
The following was reported to hamilton medical ag: - the ventilator can not be startup, it reports an eeprom error. - this occurrence was noticed before usage. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - various alarms were observable both visually and through hearing. - the device logs do cover the events of the time of failure. (B)(4) (amvreferror), (B)(4) (technicalstateerror), (B)(4) (blowerfault). - these alarms were reproducible. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.